Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient¿s parent tried calling the patient multiple times without getting a response. This was concerning, so the patient¿s parent called emergency medical services. Ems arrived at the patient¿s home and the patient was found unconscious. The parent associated the event with a ¿possible malfunction of the dexcom cgm as no alerts [from the patient's dexcom mobile app] were received at the time¿. At the time the patient was found, the patient¿s cgm value was unknown. The patient was also wearing an omnipod insulin pump. Ems transported the patient to the ER where his bg meter reading was 27 mg/dl while the cgm comparison value was still unknown. The patient was treated with IV dextrose but any other treatment or medication administered to the patient was unknown. The patient was monitored and stabilized in the ER and then discharged after being there for less than 24 hours. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.